Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code "malf 0." There was no adverse impact on the customer¿s blood glucose level. The customer was unable to reset the pump after receiving instructions from technical support, resulting in the decision to replace the pump. The customer will use a backup insulin pump in the meantime and has been instructed on how to return the defective pump to tandem.